Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on an unknown date. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient presented some erosion at the suture line. The mesh appeared to be bunched at the cervix. The mesh was removed and the physician performed a hysterectomy. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Dr. (B)(6) implanted the uphold vaginal support system and dr. (B)(6), implanted the obtryx transobturator mid-urethral sling system and pinnacle posterior pfr kit.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-04640 pertains to the other device. Received the following event clarification from the physician: the mesh that had eroded at the suture line and also bunched at the cervix was from an uphold vaginal support system implanted on (B)(6) 2011. On (B)(6) 2012, the uphold device was explanted, the patient had a hysterectomy and a prolapse repair, and the obtryx transobturator mid-urethral sling system and pinnacle posterior pfr kit were implanted. The patient¿s current condition is unknown.

Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6). It is unknown which facility the device was implanted at. The complainant also listed the following physician¿s associated with this complaint: (B)(6).